Event description:
The pace/sense portion of this lead was capped and replaced due to a fracture. The patient received 13 shocks. The ICD was replaced at the same time due to 0% battery remaining. The shock portion of this lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.